Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample with anti-d showed a false negative reaction with cell #4 of biotest cell-i11 plus. The customer performed the manual tube testing with the enhancement of polyethylene glycol (peg). The customer was not able to provide a date of event. The customer returned the patient sample that had caused a false negative test result and also the supposedly defective product for investigational testing. Testing in our quality control laboratory is still ongoing. Additionally our quality control laboratory tested the complaint sample in parallel to the retention sample with different samples and controls including anti-d. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the defective lot of biotest cell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample with anti-d showed a false negative reaction with cell #4 of biotestcell-i11 plus. The customer performed the manual tube testing with the enhancement of polyethylen glycol (peg). The customer returned the patient sample that had caused false negative results and also the supposedly defective product biotestcell-i11 plus for investigational testing. Our quality control laboratory tested the allegedly defective sample in parallel to their retain sample with different samples and controls including anti-d. All positive and negative reactions were correct. We did not observe any false negative reaction. The antigenicity of cell#4 was not weakened. Additional testing of the provided sample by quality control confirmed that the patient does not have an anti-d but we found a weak anti-c when testing with enzyme treated cells. Testing by our quality control laboratory confirmed the correct functionality of the allegedly defective lot biotestcell-11 plus. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. In the menatime the customer called to say that an handling error happened when they performed their testing of the samples.